Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. A 4.0mmx20mmx135 cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.